Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow-up information indicated the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-06013, 3006705815-2021-06015, 1627487-2021-18681, 1627487-2021-18682. It was reported that the patient had an infection at the ipg and lead site that developed due to an upper respiratory infection. As a result, patient was hospitalized and the physician explanted the scs system and performed a wound clean out to address the issue. Patient was placed on IV antibiotics.